Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in a moderately tortuous mid rca. Multiple attempts were made to cross a previously implanted stent. After pulling the device out it was detected that struts on the stent were damaged. A 6 f guideliner was used during procedure. This was the first of two orsiro stents that failed in this case. The second device is reported separately.

Manufacturer narrative:
Combination product: yes. The device lot number and size was not included on original reported. It has been added to this report. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent not deformed or damaged. The balloon is well folded and shows no signs of inflation. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.